Event description:
A patient with pre-existing tinnitus reported worsening tinnitus after mr examination. No further information could be obtained if the patient as tinnitus has resolved to baseline or if they received any medical treatment. The patient was provided with headphones and ear plugs for hearing protection during the mr exam.

Manufacturer narrative:
Legal manufacturer: hcs tianjin - no.266 jingsan road, tianjin airport economic area china tianjin, 300308 d: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed. An acoustic performance test was performed per nema standards publication no. Ms4-2010 (acoustic noise measurement procedure for diagnostic magnetic resonance imaging devices) and iec/cei 60601-2-33 clause 26. The testing concluded that the system was within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided proper hearing protection during the scan. Human conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.